Manufacturer narrative:
Information was provided that indicated the use of a qualified cartridge, viscoelastic and a company handpiece. The provided questionnaire indicated that if not product related, then in the surgeon¿s opinion what was the cause of the event?" The questionnaire indicated "loading". Follow up attempts were made. The specific issue referenced as "loading" was not indicated. The file indicated that the sample was not being returned. The questionnaire also indicated that the lens remained in the injector for 1 minute prior to delivery. This amount of time is within the recommended time frame recommended in the instruction for use (IFU). Per the IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during the intraocular lens (iol) implant procedure, the iol found to be scratched. The procedure was completed on the same day. There was no patient harm reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).